Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed, and will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during endoscopic retrograde cholangiopancreatography (ercp) in the common bile duct performed on (B)(6) 2020. According to the complainant, during the procedure, when they attempted to deploy the stent, severe resistance was met. When the stent was deployed, a foreign object found hanging from the stent, however, the procedure was successfully completed. There were no patient complications reported on this event. The patient's condition at the conclusion of the procedure was reported to be good.